Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported increase urgency and nocturia. Interventions included a reprogramming on (B)(6) 2016, (B)(6) 2017. On (B)(6) 2017, there was a report that the device was explanted/replaced. Interrogation of the device showed that the impedance were within normal limits on (B)(6) 2016, (B)(6) 2017. There was a report that the event was possibly related to the device or therapy and not related to the implant procedure. Symptoms included increased urgency after urination 3-4 times per week. On (B)(6) 2016, there was a 1 month history of gradual worsening urinary urge after urination with increasing inability to suppress urge and no longer feeling stimulation. Nocturia also increased during this time. On (B)(6) 2017, the patient had a gradual worsening urinary urge with increasing inability to suppress urge and no longer feeling stimulation. It was worse later in the day where they were voiding 4-5 times a day and 1 time per night. On (B)(6) 2017, there was ongoing urinary symptoms. The neurostimulator was replaced on (B)(6) 2017. It was reported that the issue was resolved without sequelae on (B)(6) 2017. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the increased urgency and nocturia could not be determined. It was unknown if the device would be returned for the analysis. No further patient complications have been reported as a result of this event.